Manufacturer narrative:
The returned device was evaluated. The tip of the inserter was found to be twisted and cracked. While the exact cause cannot be determined, the issue may be attributed to torque forces placed on the device which exceeded the mechanical properties of the device.

Event description:
It was initially reported that a screw inserter was found bent during a routine inspection. However, device evaluation by zimmer biomet personnel found that the tip is twisted and cracked. There were no surgical or patient impacts associated with this event.